Event description:
A user facility in thailand reported that during surgery the vitrectomy cutter was not cutting but continued to aspirate. There was patient contact but no effect on the patient. It resulted in a surgical delay of approximately 20-30 minutes. Normally, ppv patients receive an eye block that lasts for several hours; however, supplemental local anesthesia is administered if the patient experiences discomfort. Confirmed this case added anesthesia to the patient. The surgery proceeded smoothly with no adverse effects on the patient.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. It should be noted that the vit cutters used in the production of b&l lot x8088 with midlabs vit cutter lot 24102903a were manufactured prior to the implementation of the new back cap mold and prior to the annealing of the back caps. Investigation is ongoing.

Manufacturer narrative:
One opened se5425wv pack from lot x8088 was returned. The expiration date on the label is 2028-apr-28. The assemblies were clean and dry and do not appear to have been used. The tubing was still coiled and correctly positioned in the tube card. However, the 25ga. Vitrectomy cutter was coiled inside a plastic bag and secured with a rubber band. Although the tip protector was in place, the needle was bent. The port window was in the open position. Debris and dried solutions are visible on the outer needle shaft, and fluid was present in the tubing. The back cap was correctly positioned on the body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris elite system. The cutter does not cut. The inner needle binds up and blocks the port preventing cutting and aspiration. Further testing was performed: the complaint evaluation technician blew compressed air through the aspiration tubing and found that it did not flow, or that flow was diminished. The cutter was blocked. It should be noted that a bent needle could contribute to poor cutter performance. Due to evidence of use and the returned condition, the cause of the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.